Event description:
Patient experienced sharp pain at the evoke spinal cord stimulation (scs) system implant site. The physician prescribed the use of lidocaine 4.00% patches every 12 hours. During a follow-up by the site on (B)(6) 2023, the patient reported ongoing pain sharp-dull. A computed tomography (CT) scan has been arranged by the physician. No further information is available at the time of this report.